Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen device failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the event log was reviewed, and the se confirmed that the device recorded a "check vent: oxygen device failed" error message (1111). The se was unable to duplicate the issue at the service center. At the request of the customer, the device was returned without repair.